Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the access sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and 27mm watchman ® laa closure device & delivery system were used. The closure device was deployed, but the size was not adequate for the laa. After the closure device was fully recaptured from the patient the markerband ring was deformed. No patient complications were reported.

Manufacturer narrative:
Occupation updated from health professional to physician. (B)(4).

Event description:
It was further reported that the procedure was completed with another of the same device and the patients status stable.